Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope due to loss of right ventricular capture. The pulse generator's autocapture feature was deactivated and the patient was in stable condition.